Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the physician identified char on the catheter mid case despite not reaching temperature above 45. The amount of char was excessive per the physician's standards. The correct catheter settings were selected on the generator. There were no issues with the irrigation rate either. The generator parameters were power mode delta 50 ohms. The act (activated clotting time) was over 350. There were no temperature issues identified. The physician changed the catheter for another one. The overall surgical delay was 5 minutes. The procedure was continued and successfully completed. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed char residues in the device dome. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. Since char residues were observed in the dome, the customer complaint was confirmed. The potential cause of the residues could be related to the usage of the device during the procedure; however, this can not be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-oct-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the physician identified char on the catheter mid case despite not reaching temperature above 45. The amount of char was excessive per the physician's standards. The correct catheter settings were selected on the generator. There were no issues with the irrigation rate either. The generator parameters were power mode delta 50 ohms. The act (activated clotting time) was over 350. There were no temperature issues identified. The physician changed the catheter for another one. The overall surgical delay was 5 minutes. The procedure was continued and successfully completed. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed char residues in the device dome. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. Since char residues were observed in the dome, the customer complaint was confirmed. The potential cause of the residues could be related to the usage of the device during the procedure; however, this can not be conclusively determined. A manufacturing record evaluation was performed for the finished device 31289280m number, and no internal actions related to the reported complaint condition were identified. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).